Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 (component code). The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. It was reported that 2 patients in the study required reoperation due to bleeding. Patients in the study were undergoing high risk cardiac surgeries and closed with sternal fixation devices. These devices are used as adjunct therapy and placed at the end of the procedure to support proper bone fixation and healing. The author confirmed that no device related complications occurred. Therefore, patient outcomes are attributed to the cardiac procedure or underlying patient cardiac comorbidities. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Gerdisch, marc, johns, chanice m, barksdale, andrew, parikshak, manesh. Rigid sternal fixation and enhanced recovery for opioid-free analgesia after cardiac surgery. Ann thorac surg. 2024;118(4):931-939. Https://doi.org/10.1016/j.athoracsur.2024.06.032.

Event description:
It was reported in a journal article from perioperative & critical care: research, which studied contributions of rigid plate fixation on postoperative pain, opioid use, and other sternotomy outcomes. Two patients underwent reoperation for bleeding within an unknown timeframe from an unknown source. It is not known whether this was a device related complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.